Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Reportedly, the incorrect basal rates had been provided by the customer's healthcare provider (hcp), as well as due to receiving a new bg meter. Juice, glucagon shots, and tablets were consumed to treat the low bg level. Reportedly, the issue was resolved by consulting with hcp and adjusting the pump settings.